Event description:
Our MDR - an intermittent exit block was reported. The dates of explant and event were not made available. We were able to determine the implant date due to the analysis. The pacemaker was explanted. No worsening of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR -the pacemaker underwent a visual and mechanical analysis. The lead attachment screws for the lead contact showed no anomalies in the analysis. The screws could be easily screwed in and out. The spring elements also did not show any anomalies in the analysis. A lead could be sufficiently contacted. The interrogation of the pacemaker showed that the pacemaker had been in eri mode since (B) (6) 2010. The pacemaker switched to eri mode due to storage at low temperatures. Also, the readout of the stored data indicated that the pacemaker had been implanted on (B) (6) 2007. During the incoming goods inspection, it was established that the pacemaker paced in vdd mode with 53.5 ppm, 5.0 v at 0.4 ms. These parameters match the programming and confirm that the pacemaker was in eri mode. The pacing and sensing polarity was set to unipolar since the lead check was still activated even after the explantation. The eri was reset during the analysis and the pacing function was checked again. The pacemaker paced as programmed. The pacemaker underwent a complete function test and nothing abnormal could be found. The pacing and sensing functions of the pacemaker were checked. There were no pacing or sensing defects. Also, a long-term pacing test was performed. Continuous pacing by the pacemaker was observed. In summary, the analysis results do not indicate a material defect or mfg error. The pacemaker is within all specs. The analysis was unable to find a cause for the pacing loss mentioned in the complaint.